Event description:
It has been reported to philips that cine is not appearing on the monitor. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the lan cable continuity between ippc (image processing computer) and the mcs monitor. The fse reset the connections and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue happened during the diagnosis of coronary procedure which was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that cine was not appearing on display. Upon functional testing fse found problem with the lan cable continuity between ippc (image processing computer) and the mcs monitor. To resolve the issue fse reset the connections. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.